Manufacturer narrative:
Prowler select plus microcatheter (606s255x/16075643). Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs being submitted for this complaint with reference numbers of 1058196-2015-00084 and 1058196-2015-00083.

Event description:
During stent assisted coil embolization of a 3 x 4.5mm intracranial aneurysm, it was noted the enterprise stent (enc452200/10416744) could not advance via the prowler select plus microcatheter (606s255x/16075643) and detached in the microcatheter during withdrawal of the device. The surgeon had to remove the microcatheter and stent as a unit, and changed to new devices to complete the procedure. There was no report of patient injury of clinically significant delay in the procedure. It was reported that the devices were used and prepped as the instructions for use (IFU); however, it was not confirmed that a continuous flush had been maintained through the microcatheter. The devices appeared normal prior to use. It was further reported that there were no known factors that may have contributed to the resistance. Devices were not available for analysis.

Manufacturer narrative:
Correction: it was initially reported that the devices were not available for analysis; however, the devices were returned for analysis on 5/4/2015. Preliminary analysis revealed that the devices were ¿stuck together¿. The complete analysis has not yet been completed. Enterprise: DHR review was completed on 4/22/2015. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs being submitted for this complaint with reference numbers of 1058196-2015-00084 and 1058196-2015-00083.

Manufacturer narrative:
Complaint conclusion: during stent assisted coil embolization of a 3 x 4.5mm intracranial aneurysm, it was noted the enterprise stent (enc452200/10416744) could not advance via the prowler select plus microcatheter (606s255x/16075643) and detached in the microcatheter during withdrawal of the device. The surgeon had to remove the microcatheter and stent as a unit, and changed to new devices to complete the procedure. There was no report of patient injury of clinically significant delay in the procedure. It was reported that the devices were used and prepped as the instructions for use (IFU); however, it was not confirmed that a continuous flush had been maintained through the microcatheter. The devices appeared normal prior to use. It was further reported that there were no known factors that may have contributed to the resistance. Product file (B)(4): one non-sterile enterprise was received coiled inside of a plastic bag; also, a prowler microcatheter was received. The enterprise stent was received deployed. The involved microcatheter presented a compression on its distal section. No other visual anomalies were observed on the received units. The enterprise stent was observed under a microscope and no anomalies were detected. The functional analysis could not be performed due to the product received condition (stent deployed and a compression on the involved microcatheter). Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The resistance between the enterprise stent and prowler select plus microcatheter was confirmed, and was most likely related to the compressed/kinked section on the distal end of the microcatheter. No anomalies were found on the enterprise stent; however, functional testing could not be performed based on the condition of the device received. The exact cause of the compression on the involved microcatheter could not be conclusively determined; but, procedural/handling factors appear to have impacted on this failure. However, neither the analysis nor the DHR suggest that the failure reported could relate to the manufacturing process. Additionally, inspections are in place that prevents these kinds of damages leaving from the manufacturing facility. Therefore no corrective actions will be taken at this time. This is 1 of 2 mdrs being submitted for this complaint with reference numbers of 1058196-2015-00084 and 1058196-2015-00083.